Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional device evaluation: based on the device analysis grid, the assessments of the complaint are: particles in valve: no observed. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage and observed a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported particles in valve. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.